Manufacturer narrative:
Multiple attempts for product return and additional info requests were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a follow up report will be submitted.

Event description:
Customer stated: it worked hh alone, but hhs' power was down when connected with ds. There were no audible alarm/beeps and error message that occurred prior to the hh powering down/powering off by itself. No pt incident was reported. Occurred during set-up.